Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain. The hcp reported that the patient was having an MRI for an issue unrelated to their device or therapy. However, they stated that the patient indicated their device and patient programmer has not worked. No further complications were reported.